Manufacturer narrative:
.

Event description:
Customer reported he experienced high blood glucose. Customer stated he would deliver insulin but the level would not decrease. Customer delivered over 35 insulin units and had to use manual injection. Customer mentioned he woke up with low blood glucose. Blood glucose value was 429 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. He received no delivery alarms. Customer was advised to change the infusion set and reservoir. Customer complained about sensor reading discrepancies. Customer stated that he was receiving inaccurate alarms. Customer stated the sensor readings were low but his blood glucose was not low. Customer was not wearing the sensor anymore. Nothing further reported.